Event description:
--

Manufacturer narrative:
Analysis was performed at our (B)(4) laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Event description:
Boston scientific crm received information that this cardio resynchronization therapy defilbrillator (crt-d) triggered elective replacement indication (eri) approximately 4.5 years after implant despite satisfactory parameters. Possible premature battery depletion was suspected, and no adverse effects were reported. This device is included in the shortened replacement window (5 april 2007) advisory.

Manufacturer narrative:
The device was explanted, replaced, and will be returned for analysis. Upon completion of the analysis, the report will be updated.